Manufacturer narrative:
Product event summary: it was reported that the controller ac adapters were unable to power the controller. Two (2) controller ac adapters were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the devices passed visual examination and functional testing. As a result, the reported event could not be confirmed; both controller ac adapters were able to perform as intended during bench testing. Based on the available information, a possible root cause can be attributed to an intermittent connection between the controller and controller ac adapters. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter controller ac adapter / (B)(4)/ model #:1430de / expiration date: unk, (B)(4), return date: 2015-07-14, mfg date: unk, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controller ac adapters were no longer providing power. The controller ac adapters were exchanged. No patient complications have been reported as a result of this event.